Manufacturer narrative:
Hologic product application specialist (pas) reviewed logs and observed no issues with the sample aspiration and dispense curves; the hardware issues present in logs did not seem to be related to the sample in question. Pas concluded the sample was likely low-target and would not repeat when retested, and the initial result was a true positive. Hologic field application specialist (fas) explained the possible cause of the discrepancy and went over workflow improvements with customer. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported a discrepant sample from one sars-cov-2 tma run, wl 001952-20220321-03, using assay lot 319292 on panther fusion instrument sn (B)(4). The first result was positive (CT 37.2), but the same lysis tube was repeated on the same panther and an xpert xpress platform, where both resulted negative. At the same time, the panther instrument was making a beeping sound, so customer questioned if the hardware issue was related to the discrepant result. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.